Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records could not be performed as no lot number was provided. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. Although the root cause of the experience could not be determined, applied medical continuously seeks to improve the form, function and ease of use of its products and will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information was requested from the customer and provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Diagnostic laparoscopy- "apparently an obgyn resident had a through and through injury to the aorta while inserting a 5mm trocar last week on a petite, thin patient. Insufflation wasn't on during insertion and visibility was compromised. Dr. Harlin, vascular surgeon, was immediately summoned form office where he repaired the injury with a graph. The information I've provided is from two attendings familiar with the situation and outcome. Visibility was comprised since pneumo wasn't on to clear the tip." Type of intervention- "reinforcing graph was placed around the aorta." Patient status - "per rn familiarity with case last she'd heard patient was okay."